Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an right atrial (ra) lead implant attempt the helix would not extend. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix could be fully extended and retracted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.